Manufacturer narrative:
(B)(4). The reported complaint for "faulty ap and fiber front end connectors" is not able to be confirmed. No part was returned to teleflex chelmsford for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action is required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "faulty ap and fiber front end connectors". Additional informaiton states that the iab pump was swapped to continue therapy. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Event description:
It was reported "faulty ap and fiber front end connectors". Additional information states that the iab pump was swapped to continue therapy. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4).